Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that procedure prep for the patient, it product had the red temperature indicator on the boxes. All 6 boxes were red. It is unknown if that was how they were delivered. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. D4: batch # rbccmss0. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that an individual 1-up carton was returned. The temperature indicator sticker on carton had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. The device was opened and visually inspected was performed for damage to the buttress attachment material (bam) pattern. No issues were found during the visual inspection. The bam found to be conforming according to the specifications. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.